Manufacturer narrative:
(B)(6). It was reported that a medex¿ medflator was received. The sample was tested with air and water. The pressure was built up continuously during turning the piston of the inflation device. The reported problem of "pressure gauge not showing pressure" could not be confirmed. A review of the quality inspection process was reviewed and considered adequate and correct.

Event description:
It was reported that after filling and upon the initial use of a medex¿ medflator device, the pressure gauge did not show pressure. Although, in the radiological examination, inflation of the balloon could be seen. The error occurs sporadically among different users and cannot be reproduced on every device. No adverse health events reported.